Event description:
Literature was reviewed regarding peri-procedural outcome according to varc-3 criteria and hemodynamic mid-term follow-up after valve-in-valve transcatheter aortic valve replacement for deteriorated aortic bioprosthesis. The study population included 41 patients who underwent valve-in-valve transcatheter aortic valve implantation (viv-tavi). Multiple manufacturer¿s devices were implanted in the study population; 10 patients were implanted with a medtronic mosaic (n=6) or freestyle (n=4) surgical bioprosthesis and 29 patients were implanted with a medtronic corevalve, evolut r, evolut pro or evolut pro+ transcatheter bioprosthetic valve. Deaths occurred in the study population including one deemed a ¿valve-related mortality¿ which occurred during the two-year follow-up period. No further details were provided on this death. As for the remaining patient deaths there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all surgical valve patients, clinical observations included: unspecified structural valve dysfunction, and migration of a freestyle valve. Among all transcatheter valve patients, clinical observations included: patient-prosthesis mismatch, high gradients 27 mmhg, stroke, coronary occlusion, arrhythmia requiring permanent pacemaker implant, renal failure, and myocardial infarction. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: takagi et al. Peri-procedural outcome according to varc-3 criteria and hemodynamic mid-term follow-up after valve-in-valve transcatheter aortic valve replacement for failed aortic bioprosthesis. Cardiovasc interv ther. 2025 jan;40(1):164-176. Doi: 10.10 07/s12928-024-01063-9. Epub 2024 nov 29. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.